Event description:
The facility's materials management department reported an infusion pump with an 808:06 failure code. The department was contacted by baxter technical support and the representative reported they have no record of any patient incident involving the device since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.